Event description:
It was reported that during system check out, the anesthesia workstation failed the pressure transducer test, the safety valve test and the auto ventilation leakage test. There was no patient connected to the anesthesia workstation during the event. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our distributor investigated the system and the reported failure was reproduced. The issue has not been resolved. The device was removed from the site based on a request made by the customer. Therefore, the root cause of the reported issue can not be determined.

Event description:
Manufacturer´s ref #: (B)(4).